Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5cm abdominal aortic aneurysm. The aortic neck was 5.5cm long with a diameter of 19 to 20 mm. Vessels were 9 to 11 mm in diameter without calcification or tortuosity. It was reported that after implanting. The aneurx bifurcated stent graft and crossing the ipsilateral and contralateral limbs, a type iii endoleak from the ipsilateral limbs was noted during the final angiography run. The endoleak did not originate from the graft's porosity. The physician elected to reline the limb with an aneurx iliac cuff, which successfully sealed the leak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation: results: endoleak. Evaluation: conclusion: limbs were crossed. Intervention required. Type iii endoleak, fabric.